Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. There was evidence of moisture contamination on the underside of the battery cap. A test battery cap was used for all testing. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. There were no "intermittent power" events observed in the black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a crack at the battery compartment but there was no evidence of moisture damage on the internal components of the pump. Unrelated to the power issue, the keypad intact, but all of the keypad buttons were intermittently responding. Contamination was found under all of the button contacts. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.